Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a high amount of short interval counts (sic) which were attributed to cross-chamber oversensing / far field p-wave (ffpw) oversensing. It was noted that the oversensing was not able to be reproduced real-time with isometrics or pocket manipulation. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.